Event description:
It was reported that the patient was experiencing muscular pain near the ipg site and was taking pain medications and had a trigger point injections with relief. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing muscular pain near the ipg site and was taking pain medications.